Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/01/2020. Additional h3 investigation summary: an opened box with twenty-four unopened samples of product code j358h, lot # qgmajh were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed on body, tip or swage area. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the complaint sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of retrieving needle from the subcutaneous tissue and was verified with x-ray? No. What tissue was being sutured when the event occurred? Unsure as it was noted after the procedure. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post-operative care? Patient required 2 x-rays and additional time in the operating room, but otherwise, no. Lot number? Qgmajh. A manufacturing record evaluation was performed for the finished device lot qgmajh, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020, and a suture was used. During the procedure, the needle broke during a wound closure. 3mm of the tip of the needle was retrieved from the subcutaneous tissue, and was verified with x-ray. The procedure was completed successfully. There were no adverse patient consequences reported. Additional information was requested.